Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s current blood glucose level was unknown at time of incident. The customer stated that they had issues with the pump experienced a short battery life. It was reported that there was a small crack in the corner of the screen. The customer was advised to insert a new battery. Customer stated that the display did not return. The customer was advised that the pump needs to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions . The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with blank display due to power connector on battery tube not plugged in properly into connector on interface board. Unable to verify low battery alarm or perform functional testings due to blank display. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, missing end cap sticker and missing address/serial number label.